Event description:
It was reported that in the sterile processing department of the user facility, a piece of insulation was found to be missing from the device, posing the risk of a material being lost in a surgical site. There were no adverse consequences related to this event.

Event description:
It was reported that in the sterile processing department of the user facility, a piece of insulation was found to be missing from the device, posing the risk of a material being lost in a surgical site. There were no adverse consequences related to this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. H3 other text : device discarded at user facility.